Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was placed and tested at three different locations with good electrical measurements. After the helix was extended, the physician pulled on the lead and a decrease in sensing, threshold and impedance was observed. The lead was no longer used and replaced successfully. There were no adverse consequences to the patient.